Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #19 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician states that the implant became loose. The implant was removed on (B)(6) 2013. Medical history: no significant findings.